Event description:
It was reported that the patient presented for an explant procedure of an abandoned lead. During the procedure, it was noted that the abandoned right ventricular (rv) lead, active rv lead and right atrial lead were intertwined and had to be explanted. The active rv lead was stuck in the header of the pacemaker due to the presence of fluid in the port and could not be removed. All the leads and the pacemaker were explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of had to break the header apart in order to remove the stuck lead was confirmed. Analysis revealed there was blood accumulation in the v-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body and lead pin. This prevented the normal removal of the lead. The setscrew had no effect on lead removal since it had been untightened normally by the physician, and the lead still could not be removed from the header. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant.